Event description:
It was reported that the patient had persistent chest pain located at the mid clavicular line posterior to mid axillary line. A computed tomography (CT) scan with contrast was performed and findings were non pathologic. Cardioversion surgeon was consulted, and after review of the CT scan, it was believed that the left ventricular assist device (lvad) was rubbing against the chest wall causing pain. The patient had negative blood culture results. The patient underwent ultrasound-guided nerve block three times with relief. The chest pain was resolved, and the patient was listed for a transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the physicians contemplated that the cause was related to the patients lvad being implanted via thoracotomy versus sternotomy but there was not a definitive determination.

Manufacturer narrative:
Section b3: date of event has been estimated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. No further information was provided. The manufacturer is closing the file on this event.